Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, excessive fiber cap wear and end firing (forward firing) was observed. The procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
(B)(4).